Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00220, 0001822565-2020-00222.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: -cat#: 00630505636 zimmer liner lot#: 61423179, -cat#: 11-363665 biomet head lot#: 378500, -cat#: 00625006540 bone screw lot#: 61563834, -unknown bi-metric stem.

Event description:
It was reported that the patient underwent a 3rd revision procedure of the left hip approximately 4 years post implantation due to due to pain, loosening, and elevated metal ions. An apparent pseudotumor, alval, and necrotic tissue were debrided, and osteolysis noted. The stem remained, and all other components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h2, h3, h6, h10 the event was confirmed with medical records received. 2nd left hip revision surgery op notes demonstrated that the patient was revised due to cup loosening: x-rays demonstrate pseudotumor development. Dr. Stark stated patient had an alval pseudotumor. Cobalt levels of 6.79, chromium 1.25 . 3rd left hip revision surgery op notes: revision left hip due to prosthesis loosening with osteolysis and alval-reaction, stem left intact, all other components replaced. Tissue samples revealed no inflammation but appeared to be compatible with articular cyst (reactive) with necrotic content. X-ray reviewed by third part demonstrated interval revision of the left total hip arthroplasty with new acetabular cup with screw fixation and revision of the femoral head. Two proximal left femoral cerclage wires are again seen. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.